Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04183. It was reported the patient had heating at the ipg site while using the charging sys. A replacement charging sys was sent to the pt. Follow up found the heating issue was resolved with the replacement charging system.

Manufacturer narrative:
This ipg serial number was included in field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.